Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that there was air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that there was air in the line. The following information was reported by the initial reporter with the verbatim: we have received site visit summary from ¿xxx, kindly review the reported issue ¿ nurses report ongoing issues with ail and tpn. The air is visible and typically found in the location of the ail sensor. Nurses will typically flick the hard tubing in this area to remove the air. The nurse states they usually prime tpn fast, since they have many lines to prepare at a time, and its difficult to keep pumps at patient heart level. The nurse also stated IV tpn bags appear collapsed near the end of the infusion, with 1 nurse stating she will open the vent on the tpn bag to optimize flow. Tpn is prepared by a third party and not on-site. Generalized feedback, no devices available for investigation, no patient harm reported. Ail troubleshooting techniques discussed."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was air in the line. The following information was reported by the initial reporter with the verbatim: we have received site visit summary from ¿xxx, kindly review the reported issue ¿ nurses report ongoing issues with ail and tpn. The air is visible and typically found in the location of the ail sensor. Nurses will typically flick the hard tubing in this area to remove the air. The nurse states they usually prime tpn fast, since they have many lines to prepare at a time, and its difficult to keep pumps at patient heart level. The nurse also stated IV tpn bags appear collapsed near the end of the infusion, with 1 nurse stating she will open the vent on the tpn bag to optimize flow. Tpn is prepared by a third party and not on-site. Generalized feedback, no devices available for investigation, no patient harm reported. Ail troubleshooting techniques discussed."